Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with intraperitoneal injections of fortum (1gram once a day), vancomycin (1gram for four days), and amikacin (250mg) for peritonitis. At the time of this report, antibiotic treatment, and dianeal therapies were ongoing. Patient outcome was unknown. No additional information is available.